Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05606. On (B)(6) 2015, the patient underwent a trial procedure. During the procedure, a cyst was found. In turn, the doctor chose to steer the lead(s) intended for use around the cyst. The doctor believes that doing so may have irritated some of the patient's nerve roots in the mid-thoracic region on her right side. In turn, the patient began to experience discomfort/pain in her right, rib region a day after the trial leads were removed. The patient was given steroid injections to address her symptoms. As a result, the patient's symptoms decreased over time. Per follow-up, it is assumed the patient's symptoms may have resolved due to her moving forward with a permanent implant procedure.